Event description:
It was reported that the neurosurgeon noticed the valve not functioning correctly. Pt had symptoms of hydrocephalus, and strong headache. On the CT there was no flow of csf. There was no problem with the placement of the ventricular and peritoneal catheter. The valve was explanted on the same day.

Manufacturer narrative:
The device has not been returned to the MFR.